Manufacturer narrative:
On (B)(6), 2010, a doctor reported four cases in which crowns that had been cemented with maxcem elite de-bonded. Neither an evaluation nor a review of the DHR could be conducted, as the product was not returned and no lot numbers were provided. Because of this, the cause for the de-bonds remains inconclusive.

Event description:
On (B)(6), 2010, a doctor reported four cases in which crowns that had been placed with maxcem elite cement de-bonded. This is the third of four reports.